Event description:
It was reported that the pen ndl 32g 4mm pro experienced difficult operation or not working/functioning. Product defect was noted prior to use. The following information was provided by the initial reporter: drug didn't come out.

Manufacturer narrative:
H.6. Investigation: four photos of three 32g x 4mmm pen needles were returned from an unknown lot. No., cat. No. 320559 from the samples in bdj. Visual examination of the returned photos was carried out and a bent patient end of cannula was observed. No manufacturing related issues were observed. No DHR review can be carried out as lot number is unknown. As the samples in the returned photos were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced difficult operation or not working/functioning. Product defect was noted prior to use. The following information was provided by the initial reporter: drug didn't come out.